Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead in segments was returned, analyzed, and all insulators were breached cut. It was also noted that the defibrillator conductor was cut, several conductors had blood/body fluid (not obstructed), the outer tubing was kinked/buckled, the outer tubing overlay was melted and had cosmetic environmental stress cracking, the exposed defibrillator coil had a white substance, the outer insulation had a cosmetic depression, the lead was stretched, and there was apparent explant damage. The analyst noted that the lead was received in many pieces and damaged.

Event description:
It was reported that at the generator changeout, it was noted that there was an insulation failure on the right ventricular lead. An attempt to repair the lead was performed, and it was found that there was a blood ingress in the inner insulation. The lead has been replaced. No patient complications have been reported as a result of this event.